Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq3731 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in denmark.

Event description:
It was reported via viedoc website "device deficiency of the catheter occurred after the insertion procedure (insertion date: (B)(6) 2020). The catheter had no flow and was not possible to flush at all. The device was removed. The device is not available for evaluation because according to standard procedure the use of anticoagulants did not resolve the issue and the piccline was removed and the device was thrown away."